Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d, implanted: (B)(6) 2019; 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.